Manufacturer narrative:
Eval: method and results: no product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she has had issues with condensation in her infusion device. Verified there was not enough insulin to pour out of the infusion device. Advised pt to clean cartridge compartment with a cotton swab. Pt stated, she has never seen insulin leaking either from the insulin cartridge or from the infusion adapter. Pt reported, she recently changed the infusion adapter. Pt stated after she changed the infusion adapter, she did not continue to have the same issue. Reminded pt to change the infusion adapter with every 10th cartridge change. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.